Event description:
Complainant alleged that during the incoming inspection of the device, the device displayed a "bridge test fail" message. The complainant indicated that there was no patient involvement in the reported malfunction.